Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose while using an ilet system integrated with a g7 cgm, with the lowest cgm value of 54 mg/dl, after dinners and often overnight, and contacted support stating the pump was delivering too much insulin related to dinner entries; the agent guided a factory reset to allow the system to relearn and advised on appropriate meal announcements. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates, including glucose tablets and juice or soda, with recovery expected within approximately twenty minutes, and no hospitalization. Investigation included remote troubleshooting and education regarding correct meal announcements and a device factory reset. Investigation of this case revealed user behavior consistent with missed or inaccurate meal announcements that led to excess insulin delivery and overcorrections, with no device component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error related to missed meal announcements and system learning parameters.